Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized post pegj implantation for pain and redness of the peg area, and an ultrasound was performed of the area which was revealed to be normal. The patient was prescribed sulbaksit 1.5 grams 4 times per day , and furacin pomad for topical application with stoma dressing. Duodopa on (B)(6) 2022, the patient was discharged from the hospital, and restarted duodopa treatment.